Manufacturer narrative:
The patient's weight was not provided. (B)(4). Approximate age of device ¿ 2 years and 5 months. The patient remains ongoing on lvad support awaiting a heart transplant. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2018, a low speed alarm occurred when the system controller black lead was connected. No alarms occurred when the system controller white lead was connected. The patient was asymptomatic. An external percutaneous lead (driveline) evaluation was performed by the manufacturer¿s technical services representatives on 10jan2018. The system controller log files were reviewed and confirmed pump stoppage and other low speed/low flow events. With the use of a non-grounded patient cable, the external driveline was examined for any damage or abnormalities, and none were evident. The alarms could not be reproduced when the driveline was manipulated or when the patient performed body movements. While the system controller was connected to a grounded patient cable, alarms and a quiet buzzing noise occurred when the black lead was connected. The system controller was exchanged for the backup and the grounded patient cable was connected again. Upon immediate connection of the white lead, the complaint condition was triggered with a buzzing sound. The bionate and shielding were examined for approximately 75% of its external length with no evidence of any arcing. The patient was placed on the high urgency list for a heart transplant. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The reported alarms were confirmed through the evaluation of the submitted log file; however, a specific cause for the reported event could not be determined conclusively through this evaluation. The patient's driveline was evaluated onsite and it was determined that the issue was likely internal. The patient was not able to be supported on a grounded patient cable to further investigate the issue. An ungrounded cable was used to minimize the risk of the event. The attending cardiologist decided not to proceed any further with the investigation or with a pump exchange for this particular patient and asked for the patient to be placed on the high urgency list for a heart transplant. The patient remains ongoing on heartmate ii lvas and no further events have been reported. The submitted log file captured the pump struggling to maintain the set speed while the pump was supported by the power module. Decreases in power and flow were captured during these events. A pump stoppage was also captured on 30dec2017 while the pump was supported by the power module. The heartmate ii lvas instructions for use (IFU) and patient handbook explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The heartmate ii lvas IFU also provides information regarding pump speed, power, flow, and pulsatility index (pi). A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.